Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the mobile system: 31.0 mmol/l (06.33 am), 9.8 mmol/l (06.35 am), 30.5 mmol/l (06.37 am), 6.3 mmol/l (06.40 am), 2.2 mmol/l (06.49 am). No actions taken based on device results. No adverse event reported. Requested return of suspect device.